Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the IV set s404f w/o bp y-conn ev there is leakage at the air vent. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation: no samples returned to sanxin, however the reported lot # was previously investigated for the same defect. It was determined that during ultrasonic welding, the welding mold and air vein welding is incomplete because they are not keeping the same level or the tooling device for spike have deviation so that lead to deviation of air filter during welding. The reason for incomplete welding or welding deviation is due to fixture tooling loosen. Corrective actions:- mechanics are required to do spot inspection for fixture tooling of spike and chamber assembly machine before each shift turnover to ensure that the fixture tooling have no deviation and shaking. - establish a process control chart whereby when it exceed the control line, operator is required to shut down the equipment and notify the mechanics to debug. Sanxin recheck retention samples for same lot: - check air filter water resistance level for semi finished products, no leakage found. - check finished good lot size 30050pcs, leakage test sampling level: s-2, aql1.0 sample plan inspected 13 pcs, no leakage found. CAPA no necessary.